Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture, high defibrillation impedance and oversensing of noise. The patient received inappropriate therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.